Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated that on (B)(6) 2025 they had a new personal therapy manager (ptm). It was noted that the new ptm could not download previous months information and engage. The patient was advised to delete the data weekly, but the process was not easy for them. Additional information was provided from a consumer (con) stated that they wanted assistance clearing the data. The agent assisted the patient with clearing data and provided instructions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the handset was taking a long time to connect to the pump and to bolus. Patient stated they weren't able to deliver a bolus last night because of this issue. The manufacturer's patient services specialist (pss)walked the patient through the steps outlined in the attached ka. The patient synced with their pump and the issue appeared to be resolved. The patient emailed in and stated that their ptm would not work at all. They turned it on and saw a blank blue screen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated that they had a pump fill today and ever since they got the pump fill, the information from the previous month was not downloading on the handset. The patient stated that it took 10 minutes to connect to the pump and then the handset shuts off and they had to wait 2 minutes to get a bolus. The percent get stuck at 90% and they have called before to clear out the old information. The patient stated that they get probably 11 bolus a day. The patient service assisted the patient with clearing the data on the handset. The agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that they had a new pump revision this year.